Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the fault could not be confirmed with the system but traced to failure of use.

Event description:
Philips received a complaint on the efficia cm150 monitor indicating the system failed to alarm. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecific alarm issue. It is unknown if the device was in use at time of event, and there was no adverse event reported.